Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient was experiencing unwanted stimulation in the feet area that was much stronger than usual and was having to recharge the ipg more frequently. The patient underwent an ipg replacement procedure and all pain areas were covered postoperatively. The explanted device will not be returned.